Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device reverse locking mechanism was blocked. It was also noted that the device failed pretest for check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running, check triggers for fwd / rev mode, check function of soft mode switch (safety system), check for air leak and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device had an unspecified malfunction. It was unknown if there were any delays to the surgical procedure. A spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.